Manufacturer narrative:
The mask was not returned to resmed and is not alleged to have been faulty. Based on the available info, resmed is unable to confirm the root cause of the problem.

Event description:
On (B)(6), 2011, resmed rec'd a complaint from a pt claiming her nasal pillow mask left scars on both sides of her face.